Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).